Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient encountered recharger issues with their rechargeable implantable neurostimulator (ins). The patient described heat at the battery site when charging, po or connection, and shocks when charging. The following issues were also noted: "2 hours keeps disconnecting" and "re-sited and new charger given at same time". It was noted that the battery re-site was due to the ipg flipping. The patient was counseled with regards to the charging instructions. Troubleshooting occurred in clinic (date unknown). Positioning of recharger assessed, patient charging habits assessed. Date unknown. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.